Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 132 mg/dl at the time of the call. The customer stated that the insulin pump keeps draining batteries. Now the insulin pump won't turn on. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.